Manufacturer narrative:
After receiving this complaint, we searched for other complaints and we found none regarding the lot number 9351794.

Event description:
According to the available information the water breaks much more often when placing a balloon and the balloons regularly break. When the water breaks the balloon bursts. No adverse patient events were reported.

Event description:
According to the available information the water breaks much more often when placing a balloon and the balloons regularly break. When the water breaks the balloon bursts. No adverse patient events were reported.

Manufacturer narrative:
We received five sealed sample with same item number but lot number was different: 9634311. These five products were inflated with 50ml of water and no bursting or balloons defect were observed. Balloons still inflated 1 week and no issue was observed. Defect cannot be reproduced with sample received. Checking the quality databases revealed no anomaly in connection with the described defect. A similar case study was performed based on same item number ab6h, same defect balloon burst over last four year: 8 similar cases were found. The information reported by the complainant is limited. No clinical consequence has been reported and we do not know the number of patients exactly. To our knowledge / understanding of the event, about 20 x-flow prostatectomy catheters ref. Ab6h18 have been used with 50 ml of water, and they all burst due to stiffer material of the balloon as mentioned by the complainant. In these cases, based on the available information, such incident of in situ balloon burst following inflation did not lead to replacement by the same catheter due to risk of urinary tract infection. However, we assume the patients have been catheterized in some way for the management of their urinary disorder, without other clinical consequence reported than a prolonged procedure which is severity 2.